Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe integra 3ml w/ndl 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material # 305270. Batch # 4205749. Verbatim: rcc received a complaint via email. Contact name: (B)(6) contact number: (B)(6) contact email (if available): item(s): 305270 lot(s):4205749 date incident occurred: (B)(6) 2025. Was the patient impacted? Yes. If yes, describe: the needle was not able to use needle came out and spring came out. Is a sample available?: yes. Customer request?: product replacement.

Manufacturer narrative:
(B)(6) - supplemental MDR - needle pulled out of hub. One sample of a 3ml integra syringe with a 25x1¿ needle (part number 305270, batch 4205749) was received and evaluated. The spring was missing, the needle was retracted inside the syringe, and the stopper was cut. The reported defect cannot be confirmed from the sample received. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 4205749. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.